Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had hypoglycemia levels that dropped to 26 mg/dl. The patient passed out on the couch and a ambulance was called. For treatment, the paramedics gave the patient a shot of glucose. The ambulance left after 10 minutes. No further details to report.